Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work properly. Per service report, this complaint can be confirmed. During evaluation, it was found that there was a short circuit in the motor cable. The motor cable has been replaced, the device was modified, tested and found to be fully functional. The defective motor cable is identified as the root cause of the reported problem. With the available information, we cannot determine how the short circuit occurred in the motor cable. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance's were identified. UDI: (B)(4).

Event description:
It was reported by the affiliate in (B)(6) that pre-op to an unknown procedure, a fms tornado micro handpiece with buttons did not work properly anymore. No surgical delay or patient consequence reported. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable. There was no delay in the surgical procedure. It was not reported if there was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.